Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18364. The pt reported experiencing ineffective stimulation. The pt also reported that reprogramming did not resolve the issue. The pt stated his scs system was explanted on approx (B)(6) 2013.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.